Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the implantable cardioverter defibrillator was unable to communicate with the radio frequency (rf) antenna or merlin transmitter. It was suspected that the radio frequency (rf) was not turned on the device. Programming changes were made. It was confirmed upon re-interrogation that the device and rf antenna established communication. There were no consequences to the patient.